Manufacturer narrative:
Batch reviews performed on 21 november 2016. (B)(4).

Event description:
Revision surgery was planned due to dislocation which was caused by hyper anteversion. The surgeon considered the reason of hyper anteversion would be a technical error and/or the patient's behavior.